Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an occlusion. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. The investigation determined that an issue with the downstream occlusion sensor could be a probable, but unconfirmed cause of the reported issue. If the product is returned this complaint will be reopened for further investigation. With no indication of a manufacturing defect found during the investigation, no device history review was performed. Per service history review this device had not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.